Event description:
User reported that mechanical and thermal index display values exceeded the accuracy tolerance when user measured actual output. There are no injuries associated with this incident.

Manufacturer narrative:
Internal evaluation uncovered acoustic output and patient contact temperature above standard specifications when the ie33 system is used with the s12-4 transducer in cw-mode. This situation is being addressed with revised software that corrects the problem.